Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair has a left motor fault and the motor was popping out of gear or will not stay engaged causing the chair to stop.